Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications or injuries reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed numerous kinks to both the hypotube and shaft of the device. There was a separation to the guidewire lumen at the proximal end of the bicomponent weld. A microscopic inspection revealed that from the distal end of the bicomponent weld, for a length of 11mm, the guidewire lumen was stretched, prolapsed, and kinked. There was contrast in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications or injuries reported, and the patient was in good condition post-procedure.